Event description:
It was reported to covidien on 10/01/2010 that a customer had an issue with the performa e-stim electrodes. The treating facility reports the pt was under going treatment on his right calf. The pt was receiving interferential current (ifc) with a voltage setting of 80 to 150 mhz 1-2 times per week, per the treating facility. After treatment it was noted that there was three marks on the skin that appeared to be irritated, and appeared to be burns with open sores. The pt was seen by his primary care physician in the office for medical attention. The pt rec'd debridement of the wounds and antibiotics. Status of the pt at this time is unk.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.